Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (240 mg/dl) reportedly, the luer lock was loose and insulin was leaking out. Customer was treated through intravenous fluids and insulin, and released from the hospital on (B)(6) 2015.